Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, a cause for the reported difficult gripper actuation could not be determined. It is possible that the user technique and/or procedural conditions contributed to the reported issue, but this cannot be confirmed. The reported difficult positioning with the anatomy was due to challenging imaging. The reported poor image resolution appears to be due to anatomy (rotated heart). There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report the clip caught in chordae and gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4+. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed but was difficult due to imaging and the clip got caught in chordae. Troubleshooting was performed and the clip was freed without issue and caused no damage to the valve. However, during gripper actuation it was noted that one of the grippers was not coming down. Troubleshooting was performed but was unsuccessful. Therefore, the cds was removed without issue. A second cds was advanced to the mitral valve without issue, but imaging was very difficult, and it was decided to abort the procedure. The second cds was removed without issue. There were no clips implanted, mr remained at 4+. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.